Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up information that there were no product performance allegations against the crt-d.

Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not functioning within normal tolerances. The device was explanted and replaced as it was reportedly malfunctioning. No patient complications have been reported as a result of this event.